Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to change the pump supplies and did not have any insulin on hand. The customer had consumed food and due to being off of the pump for 3 hours, the customer's blood glucose (bg) level was 300 mg/dl. A correction bolus was delivered via the pump to address the bg level. The customer declined tandem technical support's offer to troubleshoot and to follow up.